Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to reaching recommended replacement time (rrt). The patient presented to the clinic, and the clinician interrogated the device. The clinician was able to interrogate the device, but noted that the magnet tone did not sound. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.